Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of synthes device history record for raw material and mfg revealed no complaint-related anomalies or issues. The nail and the top of the lock driver were received with marks on them. The locking assembly was fully engaged at the time of receipt. Indication marks on the top of the lock driver were consistent with the complaint. However, paperwork indicates that the lock driver was at the maximum travel of the assembly, which is opposite to the complaint condition described above. A determination as to when the lock driver was moved from the set condition could not be determined. This complaint is deemed indeterminate.

Event description:
It was reported that the locking screw was unscrewed enough to prevent the locking bolt from seating onto the nut. The locking screw was wedged against the locking bolt. The damaged part was removed and the procedure was completed successfully with other parts. No pt harm was reported.